Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level (value not provided). Reportedly, the cause was the customer was reusing supplies longer than the intended use per tandem labeling. Tandem technical support informed the customer on tandem labeling, customer acknowledged. Bg was addressed via manual injections.